Manufacturer narrative:
The customer contacted the customer care center (ccc). The ccc specialist reviewed the instrument data which indicated that quality control (qc) was within the acceptable limits on the day the event occurred. The customer has been instructed to spin all urine samples prior to testing. Ccc has concluded the cause of the discordant, falsely low ecrea results was due to improper sample handling. The cause of the operator not spinning urine samples is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low urine enzymatic creatinine (ecrea) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were received unspun, from an outside facility and were initially run, unspun. The samples were then spun and repeated on an alternate dimension vista instrument, resulting higher. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea results.